Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2004, to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered injuries, including but not limited to, infection, extreme pain, urinary problems, pain during intercourse, significant mental and physical pain and suffering, emotional distress, severe and debilitating injuries, and has sustained permanent injury. Plaintiff's attorney also alleged plaintiff has required add'l surgery and medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.